Manufacturer narrative:
The complaint of a user being shocked by the generator could not be duplicated. The generator was electrically tested - safety checked and found to pass all functional tests / all outputs power are within specification / passed all rf leakage current tests, electrical safety test and earth bounding testing. The generator was found to work as designed.

Event description:
It was reported to gyrusacmi that a nurse touched the back of the generator where the biomed test connector/knob is and rec'd a shock. No other issues or harm reported.